Event description:
20ml of 10 mg/ml morphine infused into synchromed pump. Pt became weak, pale with vomiting, within 1 hr. To emergency dept. Received narcan. Responded well. Only able to retrieve 5 ml from reservoir.